Event description:
Patient revised due to malpositioning, inoperatively noted osteolysis.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation could not verify or identify and evidence of product contribution to the reported problem. The initial report states that is not suspected that the product failed to meet specifications or contributed to the reported event. Based on the investigation, the need for corrective action is not indicated. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.